Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the wires of the power cable were exposed. The monitor was originally returned for inaccurate k+ readings. No other details regarding the nature of the event were provided. Since this event occurred during routine testing, there was no patient involvement during this event.